Event description:
A manufacturer's sales representative reported that the device would not power on during product installation and a replacement device was requested. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.